Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.